Event description:
The report stated that during a procedure, the sigma vessel was not sealed by the device even though an end tone, indicating a completed seal, was heard. The vessel size was 2-3mm. Another ls1500 device was used to finish the procedure. There was no injury to the pt.

Manufacturer narrative:
Date of initial report : 04/03/2009. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.